Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, cancer, and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging eye irritation, nose irritation, cancer, and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously the manufacturer was submitted report for reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, now it was updated and corrected. In box b, box g and box h sections was updated.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging eye irritation, nose irritation, cancer and respiratory tract irritation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto CPAP was returned to the third party service center for evaluation. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The "reporter country" has been corrected in this report. In this report, box d, e, h has been updated/corrected.